Event description:
It was reported that the r-wave variation caused undersensing and t-wave oversensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.